Event description:
Caller reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing pump reset information and guided the caller through the reset process, leading to successful initiation of the sensor session without further errors.